Manufacturer narrative:
Event date: used (B)(6) 2018 (first day of the month bsc was made aware of the event) as event date was not provided. Device is a combination product. Age at time of event: 18 years of age or older.

Event description:
It was reported that shaft break occurred. A 3.00 x 38mm synergy stent was prepared for use but the shaft broke approximately 10 inches back. The procedure was completed with a different device and no patient complications were reported since it never went into the body.